Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective. The customer reported that the pump always activated the quickbolus function at 0.0 iu, as if the button was constantly being pressed.